Event description:
It was reported that during a spectra concealable penile prosthesis (spp) implant procedure the physician perforated the urethra while dilating. The procedure was canceled. The dr. Repaired the perforation with sutures. The patient is expected to fully recover.